Event description:
It was reported to medtronic minimed that the customer experienced keypad anomaly, the buttons on the insulin pump were harder to press and had to press them multiple times. The customer also stated that there was a loss of communication between the insulin pump and the transmitter and the customer received sensor updating alert. The customer reported no adverse event. The event involved product(s) mmt-7040a, mmt-7911na, mmt-1880. Troubleshooting was not performed. No harm requiring medical intervention was reported. The customer will continue use of the device. No product return is required for mmt-7040a. No product return is required for mmt-7911na. No product return is required for mmt-1880.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump passed the self-test. Pump received with an intermittently responsive keypad at the left button. Pump was cut open to perform visual inspection and found corroded keypad traces at the left button. No stuck key alarms noted during testing, however, a stuck key alarm was found in the history file on event date alarm found (61) was recorded on 08/27/2024 13:51:10.000 hour. Thus and care link pro software was utilized and downloaded trace/history files properly. However, the test guardian link with the glucose sensor simulator not communicated properly to the pump. Visual inspection and found no moisture damage on the electronics, battery connector, battery tube, motor, vibrator during visual inspection. Swapping out test boards isolated to pcba 2. The unit p-cap / test reservoir locks in place properly and no anomaly noted. The following were noted during visual inspection: unit had cracked case, cracked battery tube threads, cracked keypad overlay, stained keypad overlay and serial number missing. In conclusion, stuck button alarm found in the history file and intermittently unresponsive left keypad button was observed during analysis and confirmed due to corroded keypad traces. However, the test guardian link with the glucose sensor simulator not communicated properly to the pump, problem isolated to the electronic defective. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.